Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image misalignment due to the loose couple, causing the image to not be displayed properly. Intermittent loss of the image function due to the cable disconnection. During testing, the white balance could not be adjusted properly and as a result, an e311 was displayed. The cable had been cut and pierced, generating a leakage problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image and a cable was broken inside. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a cable failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.